Event description:
Pt undergoing lower extremity vascular surgery due to concern for arterial occlusion. During a portion of the procedure, after evacuating thrombus, the 4fr embolectomy catheter was passed proximally in the femoral artery when it became lodged and could not be removed after multiple attempts. Femoral arteriotomy was performed to locate the catheter which was in the profunda femoris artery. Profunda was dissected, but the tip of catheter could not be released with attempts to pass embolectomy catheters proximal to it or with instrumentation used to dislodge it. The catheter was pulled from the artery and the balloon section was noted to have been separated from the catheter shaft. It could not be palpated in the profunda. Length of the catheter was compared by markings with another 4fr embolectomy catheter on the field in order to determine that approximately 1.5-2cm balloon tip segment remained in the patient. The part of the vessel where the catheter became stuck contained an area of calcified plaque. The catheter tip is believed to be retained in a small arterial branch off of the profunda vessel and is not believed to present risk of harm to the patient going forward.